Event description:
Customer's father called stating that customer was previously hospitalized on (B)(6) 2014 due to no delivery due to bent cannula. Customer's blood glucose at time of hospitalization was 800 mg/dl. Customer was treated and released. Customer's father states that customer is now using the sure-t infusion set which is working much better. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.